Event description:
The patient came in reporting pain due to a loose femoral component and tibial tray. About 3 years and 6 months after the primary surgery, the surgeon revised the medacta femoral component, tibial tray, and insert with competitor products, and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 5 may 2022: lot 180965: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-may-21. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Additional device involved batch review performed on 5 may 2022: gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot 183082: (B)(4) items manufactured and released on 25-jul-2018. Expiration date: 2023-jul-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.